Event description:
Customer called to report a clenz (cleaner) leak from the right side of the coulter lh500 hematology analyzer diluter, underneath the ttm (triple transducer module). Customer powered off the analyzer until service was provided. The field service engineer (fse) worked with customer by telephone to resolve the issue; customer located the tubing with a pinhole and was instructed on how to replace it. No differential results were being generated; however, this was resolved by performing a shutdown and a startup. The fse then verified with customer that the instrument was operational to ensure that the guidance provided via telephone effectively resolved the instrument issue. The root cause of the leak is attributed to a pinhole in unidentified tubing. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
(B)(4).